Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
This is a legal claim. It was reported that the patient was implanted an unknown durom us acetabular component on left side on (B)(6) 2008 and revised on (B)(6) 2014 due to unknown reasons. Patient had a bilateral total hip antroplasty.